Manufacturer narrative:
Our national repair center (nrc) performed inspection of the power management board (the board) per procedure with the observation of component l12 missing from board. The board could not be tested due to the missing component l12. The nrc could not verify the failure. Per procedure, the board was subsequently sent to the supplier for further analysis and the supplier verified the failure and replaced u20 and l12 which was originally missing from the board. Per the supplier, the board passed testing. Upon its return from the supplier, the nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing and will be returned to stock. Please note that the iabp in question was returned to the customer for clinical use after the board was replaced in october 2017. Updated fields: (serial (B)(4) was not previously reported).

Event description:
Customer reported that a cardiosave intra-aortic balloon pump (iabp) alarmed and shutdown during use on a patient. The iabp battery was removed and inserted back into the iabp; this stopped the alarm however the iabp did not power back on. The iabp was replaced to continue therapy. There was no patient injury or harm reported. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company field service engineer (fse) performed a running test of the iabp and was able to duplicate the alleged malfunction. The fse determined that the power management board was the cause of the malfunction so it was replaced. The fse then performed the running test again without generating any problem.

Event description:
Customer reported that a cardiosave intra-aortic balloon pump (iabp) alarmed and shutdown during use on a patient. The iabp battery was removed and inserted back into the iabp; this stopped the alarm however the iabp did not power back on. The iabp was replaced to continue therapy. There was no patient injury or harm reported. No adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the customer did not provide the serial number of the iabp involved in the event.

Event description:
Customer reported that a cardiosave intra-aortic balloon pump (iabp) alarmed and shutdown during use on a patient. The iabp battery was removed and inserted back into the iabp; this stopped the alarm however the iabp did not power back on. The iabp was replaced to continue therapy. There was no patient injury or harm reported. No adverse event was reported.